Event description:
The hospital ccu staff attached the electrodes to a pt experiencing periods of bradycardia. While setting up the pacemaker, a leads alarm was observed when an attempt was made to increase pacing current. A nurse moved the lead wire on the anterior electrode and observed intermittent connection to the electrode. Another set of electrodes was obtained and used. Two days later, the pt's heart rate began to drop and the pacemaker was observed to have dropped to 0 ma. When an attempt was made to increase pacing current, a leads alarm was observed. A third set of electrodes was obtained (from a different lot code) and used with no further problems. Following her treatment in the hospital, the pt was released. The reporter indicated there was no harm to the pt as a result of the alleged malfunction.